Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after the implantation and the patient was returned to the hospital room, the patient complained of not feeling well, the patient's face turned pale and blood pressure dropped. Pericardial effusion was observed by echo and a drainage was performed. Afterward the patient's blood pressure became stable. The lead remains the patient in use.